Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the cannulated drill bit from the set ar-8925ss (lot: 15381169) did not drill continuously. There was no harm for patient, operator or third party reported. No further information received.